Event description:
The patient's father called animas on (B)(6) 2011 stating that the date and time were resetting with battery changes. The patient's father tried to review the blood glucose levels in the meter remote and said he was confused because of the times and dates of the blood glucose levels and decided to contact animas. He said the pump made a "fire siren" noise the day he called and the patient quickly disconnected from the infusion set and rebooted the pump. The pump was set to am instead of pm after the reboot. The patient said he had a blood glucose level of 44 mg/dl in the morning while at school. The father reports that in the past the patient has shown the nurse and teachers historical blood glucose readings to manipulate them to let him out of class. After school the father tested the patient's blood glucose level and obtained a result of 508 mg/dl. He denied that the patient exhibited any signs or symptoms of elevated blood glucose and treated him with a bolus dose programmed through the pump. He could not understand how the patient went from 44 mg/dl to 508 mg/dl in a matter of hours. Troubleshooting revealed no alarms in the pump history. During troubleshooting the patient's father removed and reinserted the battery and found that the pump was reset to default date and time. This complaint is being reported because the time and date on the pump reportedly reset after battery changes, the patient did not correct the date and time, and subsequently suffered an elevated blood glucose level.

Manufacturer narrative:
The pump has been returned to animas. During investigation the date and time reset was verified in the pump history. The pump was exercised for 24 hours and with no delivery defects found. The pump was unable to maintain the time and date during battery replacement. The internal battery that gives power to store the date and time was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump displays the "verify" screen after it is rebooted and the time and date must be confirmed on the "verify" screen to advance menus and to utilize delivery functions. The owner's booklet states that the user should verify the settings for date and time when inserting a battery.